Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that bypassing the polaris spectra system control unit (scu) to I/o cable restored functionality to the navigation system.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that the system was not tracking any instruments. The site completed the surgery with another navigation device. There was no impact on patient outcome.